Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluated is not expected. Should additional information become available, a follow up report will be submitted. Third party manufacturing site: (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
The nurse, who has been treating a hospice patient with a sacral pressure ulcer with aquacel foam for two weeks, reports that the original size of the sacral pressure ulcer was 2cm; stage ii with light to moderate exudates. Over the last two weeks the wound is now stage iii; measures 6cm with moderate exudates, and redness in the area of the foam dressing which does not go beyond the foam. Lastly, it is reported that patient is alert, oriented but malnourished.